Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 37744, serial# (B)(4), product type programmer, patient, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported that there was a loss of stimulation/therapeutic effect and that there was a complete explant on 2014-(B)(6). The reporter noted that there was no alleged product issue. It was noted the therapy was no longer working for the patient. The reporter first heard of the issue at explant. It was further reported the patient was happy.